Event description:
It was reported that the driver was stuck to the implant during the procedure. The procedure was completed using another device.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Lot number for device not provided. Manufacturing date of device unknown.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) osseotiteâ® tapered certainâ® implant 5 x 11.5mm (int511) & one (1) internal connection universal placement driver tip - long (iipdtul) were returned for investigation. Visual evaluation of the as returned product identified signs of use. Functional testing to recreate the reported event; verified the implant does not disengage from the driver. A pre-existing condition noted on the per was low bone density (type iii). The reported implant was located on tooth # 25 (fdi) and was used. The length of the driver's usage is unknown. Device history record (DHR) review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (iipdtul) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iipdtul) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.